Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect in his back. The patient felt stimulation in his ribs instead of his low back, despite having had his neurostimulator reprogrammed multiple times. The patient still felt stimulation in his legs. The patient was scheduled for a lead revision on (B)(6) 2011. It was also noted that the patient's recharger belt was broken. Additional information has been requested but was not available as of the date of this report.